Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 5/28/2021. H.6. Investigation: a sample was received by our quality team for evaluation. From the sample provided, a piece of metal, as well as particles of foreign matter, were observed inside the blister package, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The piece of metal is a component that is assembled in one of our syringes, which are packaged in the same machine as the flu+ syringe reported. The possible root cause could be that the metal piece loosened during the manufacturing of the other syringe and ended in the affected reported product and was not noticed by the operator. After analyzing the sample provided, the team is able to confirm the presence of some particles inside the syringe. The origin of this foreign matter may be residue of any "auxiliary" component of the packaging machine.

Event description:
It was reported that 2 syringe flu plus 0.25-1ml var dose 23x1 experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: piece of metal (possibly broken off from manufacturing line) sealed inside sterile outer wrapper of the syringe set. Also appears to be specks of dirt sealed inside as well.

Manufacturer narrative:
Initial reporter city: newcastle upon tyne, tyne & wear a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 syringe flu plus 0.25-1ml var dose 23x1 experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter: piece of metal (possibly broken off from manufacturing line) sealed inside sterile outer wrapper of the syringe set. Also appears to be specks of dirt sealed inside as well.